Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. The customer was unsure about any impact on their blood glucose levels. Technical support provided guidance for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the malfunction code appears in the future.